Manufacturer narrative:
A2: mean age. A3: majority. B3, d6: estimated. D4: the UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of stenosis, as listed in the xience xpedition everolimus eluting coronary stent systems instructions for use, is a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported wall apposition; however, factors that may contribute to patient-device incompatibility (wall apposition) include, but are not limited to, incorrect device size for lesion, patient anatomical morphology, patient disease state and insufficient post dilation. The reported patient effect of restenosis and therapy appear to be related to operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: "article title - everolimus-eluting bioresorbable stent vs. Durable polymer everolimus-eluting metallic stent in patients with st-segment elevation myocardial infarction: results of the randomized absorb st-segment elevation myocardial infarction¿ trofi ii trial".

Manufacturer narrative:
Age of patient: mean age. Gender: majority. The device remains implanted and will not return. Investigation is not yet complete. A follow-up medwatch report will be filed with additional, relevant information. The absorb device referenced is filed under a separate medwatch report number. Literature: "article title - everolimus-eluting bioresorbable stent vs. Durable polymer everolimus-eluting metallic stent in patients with st-segment elevation myocardial infarction: results of the randomized absorb st-segment elevation myocardial infarction¿ trofi ii trial."

Event description:
It was reported through a research article that the absorb scaffold and the xience xpedition stent may be related to restenosis, malapposition, and target lesion revascularization. Note, absorb only: a subacute thrombosis which lead to a myocardial infarction (mi) and revascularization. Reportedly, this was due to inadequate matching of the vessel size and device selected (vessel size was 1.92mm and scaffold selected was 2.5mm). Specific patient information is documented as unknown. Details provided in the article titled: ¿everolimus-eluting bioresorbable stent vs. Durable polymer everolimus-eluting metallic stent in patients with st-segment elevation myocardial infarction: results of the randomized absorb st-segment elevation myocardial infarction¿ trofi ii trial.¿